Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a post implant check up. Upon device interrogation, the patient's right atrial lead exhibited loss of capture and was sensing the patient's right ventricular signals. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was confirmed. The lead was repositioned successfully and exhibited normal measurements after the procedure. It was noted that the patient left the procedure in stable condition.